Manufacturer narrative:
The maude event report did not contain any contact information; therefore at this time, we are unable to request additional information regarding the alleged event. Based on the information provided we are unable to determine to what extent, if any, the bard devices may have caused or contributed to the events as alleged. There was no lot number included on the report; without a lot number a review of the manufacturing records is not possible. Should additional information be provided, a supplemental MDR will be submitted. This MDR represents the bard composix mesh, an additional MDR has been submitted to represent the bard prefix plug. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was reported to davol via maude event report (mw 5068489): "was implanted with mesh to repair hernia. Have experienced severe debilitating pain in groin ever since. Cannot sit or stand for long periods of time. Continuous pain management procedures to manage pain. Take 1200mg of neurontin three times a day to help control the pain. Doctors have diagnosed this as ilioinguinal neuralgia nerve entrapment from the mesh."